Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device longevity was compromised by the high pacing outputs of the left ventricular (lv) lead. The device was explanted and was down-graded to a dual chamber implantable cardioverter defibrillator (ICD). The left ventricular (lv) lead had high thresholds since implant, but the pacing threshold further elevated at the clinic visits. The lv lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6947 implantable tachy lead 2004-(B)(6), 5076 implantable pacing lead 2004-(B)(6), (B)(4).